Event description:
Reporter indicated that vns pt had passed away. The pt was reportedly found dead on their bathroom floor in their apartment. It was reported that autopsy report lists cause of death as empyema (pus pockets in the lungs). Physician reportedly believed that the pt had cancer and had recommended that the pt have tests run to confirm, but the pt passed away before the tests were run. There is no evidence at this time that the ncp system caused or contributed to the reported event.